Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 2/19/2023 there were no low battery alerts, two (2) change battery fault (replace battery) alerts (14:00 and 17:00), an off no power (replace battery now) alarm (14:31), a failed batt test (battery failed) alarm (17:01), and a power error 25 alarm (20:00). The power management graph indicated abnormal behavior of the lithium backup battery loaded vlith voltage and confirmed power error 25 alarm was triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due connector resistance on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, missing serial number label, and pillowing keypad overlay. Pump error 25 alarm and unexpected battery power loss anomaly are confirmed. Battery failed alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a power loss and replace battery now alarm. Troubleshooting was performed and found that there was no loose, cracked, or damaged battery cap. It was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.